Event description:
A nurse reported that two pts experienced posterior capsule (pc) tears during cataract with intraocular lens implant procedures. The surgeon suspects that there was a burr on the tip as the tip was "grabbing or getting hooked on something" which resulted in the posterior capsule tear. The tips were discarded after surgery and are not available for investigation. Additional information was requested, however, the initial reporter advised "I do not want speculation towards another case, pt, and outcome if we do not have the tip" that was involved in the surgeries. "Therefore, I do not want to provide information unless we had the tips involved saved to be sent in" no additional information will be provided. This is the second of two reports for this facility.

Manufacturer narrative:
No polymer I/a tip sample was received for evaluation for "possible burr, pc tear." Six component lot numbers were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to acceptance criteria. The root cause cannot be determined from this evaluation because no product was returned for evaluation and the device history record review showed no abnormalities. All polymer I/a tips are 100 percent visually inspected by trained operators at the end of the manufacturing process prior to release of the product. (B)(4).